Manufacturer narrative:
Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, the conclusion code assigned to this investigation was cause not established. There are numerous potential reasons for the device to make abnormal noises with rotational issues, such as coil damages, handshake connection damages, saline infusion issues, ultem melting, etc, but a potential cause among these cannot be established using the information available. Therefore, the reported events could not be confirmed and a potential root cause was not able to be determined. E1- (B)(6).

Event description:
It was reported that the procedure was cancelled. A 1.25mm rotablator plus was selected for use. During test outside the patient, the rotation speed did not go up, and it had abnormal sound. The procedure was not completed due to this event.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). H6-device codes: corrected. Device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, the conclusion code assigned to this investigation was cause not established. There are numerous potential reasons for the device to make abnormal noises with rotational issues, such as coil damages, handshake connection damages, saline infusion issues, ultem melting, etc, but a potential cause among these cannot be established using the information available. Therefore, the reported events could not be confirmed and a potential root cause was not able to be determined. E1-initial reporter facility name: (B)(6). E1-initial reporter address 1: (B)(6). E1-initial reporter phone: (B)(6).

Event description:
It was reported that the procedure was cancelled. A 1.25mm rotablator plus was selected for use. During test outside the patient, the rotation speed did not go up, and it had abnormal sound. The procedure was not completed due to this event. It was further reported that the device was unable to cross the lesion, and procedure was cancelled. The patient was sedated with local anesthesia.

Event description:
It was reported that the procedure was cancelled. A 1.25mm rotablator plus was selected for use. During test outside the patient, the rotation speed did not go up, and it had abnormal sound. The procedure was not completed due to this event.

Manufacturer narrative:
E1-initial reporter facility name: (B)(6) hospital. E1-initial reporter address 1: (B)(6). E1-initial reporter phone: (B)(6).